Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of extensive pulmonary embolus and deep venous thrombosis was scheduled for filter placement. The common femoral vein was accessed and an introducer sheath was advanced. An inferior vena cavagram demonstrated the level of the renal veins and diameter of the inferior vena cava. The filter was deployed just below the level of the renal veins. The sheath was removed and the patient tolerated the procedure well. Approximately eight months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and a catheter was advanced into the inferior vena cava. Inferior vena cavagram demonstrated the filter to be tilted with at least two limbs extending beyond the confines of the vein. An 8 french vascular sheath was positioned above the apex of the filter and a catheter and snare were used in an effort to capture the apex of the filter. The filter apex was embedded into the caval wall and the snare was unable to capture the apex. The catheter was unable to be manipulated between the caval wall and filter to dislodge the apex of the filter. The procedure was concluded and the patient tolerated the procedure well. CT scan performed approximately nine months post filter deployment demonstrated a tilted filter with at least three filter limbs extending beyond the caval wall. One week post CT scan, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and the filter was carefully removed in its entirety from the vena cava using endobronchial forceps. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Eight months post filter deployment, during schedule filter retrieval, the filter was noted to be tilted with at least two limbs extending beyond the confines of the vein. CT scan performed approximately nine months post filter deployment demonstrated a tilted filter with at least three filter limbs extending beyond the caval wall. One week post CT scan, the patient was scheduled for filter retrieval. The filter was carefully removed in its entirety from the vena cava using endobronchial forceps. Based on the medical records, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: g2/g2 express/g2x: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. It is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight month post filter deployment in a patient with history of pulmonary embolus and deep venous thrombosis, during a scheduled filter retrieval, an inferior vena cavagram demonstrated the filter to be tilted with at least two limbs extending beyond the confines of the vein. Multiple devices were used in an unsuccessful attempt to retrieve the filter. The procedure was concluded and no complications were encountered. Approximately nine months post filter deployment, CT scan demonstrated the filter tilted and three limbs extending beyond the caval wall. One week later, during a scheduled filter retrieval procedure, the filter was successfully removed in its entirety with the use of endobronchial forceps. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown.. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately eight months post filter deployment, filter retrieval was scheduled. The filter is noted to be tilted with the apex directed to the right lateral side wall of the infra renal inferior vena cava. At least 2 of the legs were seen projected beyond the confines of the vein toward the left. Berenstein catheter and 10 mm loop snare were advanced through the sheath in an effort to capture the apex of the filter. The snare could not be positioned around the apex of the filter for capture. The apex of the filter was embedded within the sidewall of the vena cava. Attempts to work catheter between the caval wall and the filter to dislodge the apex were unsuccessful. Approximately one month later, computed tomography revealed that inferior vena cava filter was tilted to towards the left with at least 3 struts extended past the inferior vena cava wall. Subsequently a few days later, another filter retrieval was attempted. Diagnostic rotational inferior vena cavagram showed thrombus occupied about 30% of the filter and extended slightly above the filter, the filter tip was embedded. The filter was carefully dissected free by endobronchial forceps, and eventually grasped and removed. It was inspected and founded to be removed entirety. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, struts perforated. The device has been removed after multiple unsuccessful attempts. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.